Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette; however, reused the solution bags. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a check lines and bags alarm the home patient (hp) stated that only changed out the cassette, compromising the rest of the supplies. The technical service representative (tsr) had the hp end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated therapy has been going well since incident. No further information available.